Manufacturer narrative:
Metal chips in the thread of the implant. Implant had to be removed. No metal chips were found. Only organic residues were present. No product problem detected. The reason for the complaint is not comprehensible. Dentist should have consulted instruction for use.

Event description:
Metal chips in the thread of the implant. Implant had to be removed.